Manufacturer narrative:
Review of the black box data revealed a call service alarm 162 recorded after ¿replace cartridge¿ alarms were recorded. On investigation, the pump was powered on and rewind, load and prime steps performed successfully without alarm. Investigation did not duplicate the complaint. The force sensor was evaluated and found to be within the required specifications. The pump was exercised for 24 hours without loss of prime. Unrelated to the original complaint, moisture was observed to be present inside the battery compartment. A leak test was performed revealing moisture leakage into the pump at cracks in the battery compartment along the side and from the bottom traveling to the bumper pad. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.